Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (country and telephone number should be +(B)( 6)(due to format issues it could not be added in the specified MDR field for telephone number)), g2 (foreign should be selected) and h8. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spanish translation for the soltive laser graphical user interface (gui) was incorrect. Under the "lithotripsy" preset selection screen, "bladder stone" appears in spanish as "cálculos renales" which back-translates to "kidney stone" which could lead to incorrect treatment for bladder stones. There were no reports of patient harm.